Event description:
During a saphenous vein harvesting procedure, no co2 gas flow could be achieved through the unit. The customer reported that the case had to be converted to an open procedure after the device had reportedly failed to insufflate. The pt was last reported to be in good condition. The customer did not report any add'l info to the rep.